Event description:
It was reported that the patient's blood glucose level reached 376 mg/dl. The pod was worn between 1 and 4 hours on the leg. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The returned device was evaluated and a leak was observed on the unexposed portion of the soft cannula. This would reduce the insulin reaching the patient. This can be attributed as the cause of the device's failure to deliver insulin. Blood was not observed on the device. No damages were observed that would cause the reported bleeding/bruising. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.